Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37651, serial# (B)(4), product type: recharger.

Event description:
A friend/family member of a patient implanted with a neurostimulator (ins) for parkinson's dual and movement disorders reported that a couple of weeks ago the recharger was not working and would not charge the ins. The patient had sudden, horrible tremors and it was scary for them. The issue resolved itself after about 20-24 hours when the recharger started to work again. No further complications were reported.